Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The reporter indicated that the display screen was not able to be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: during testing, the pump powered on to a blank display screen. The original complaint of segments missing from the display screen could not be adequately tested due to this. Evidence of moisture was visible in the pump. The pump failed a leak test due to a crack between the display lens and the pump seal. The pump cover was opened and evidence of moisture was found on the printed circuit board and the force sensor. The display screen was found to be cracked. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.